Event description:
A malfunction alarm labeled malf 0 was reported, indicating a software error detection. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears, a directive which they understood and acknowledged.